Event description:
On (B)(6) 2025, a patient underwent transcatheter arterialization of deep vein (tadv) using limflow devices. The limflow extension stent graft, 200mm (rgs-55200-us-24) partially deployed a stent, requiring the physician to disassemble the device handle and finish the deployment manually. This did not result in any patient harm and the procedure was successful.

Manufacturer narrative:
The limflow devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following instruction: "5. Ensure the delivery system is pinned to a flat surface and is as straight as possible out of the femoral sheath. Caution: any slack in the stent system (outside the patient) could result in deployment challenges." Manufacturer reference number: (B)(4).